Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens cracked. The lens was removed and sutures were not required. Add'l info has been requested, but none has been forthcoming. If add'l info is rec'd a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): eval results: other - visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusion: other - based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarification to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4)